Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cesarean section, while opening the product before the operation, it was found that the needle and suture were detached. Another package of sutures was opened and used to complete the case. There was no patient injury.